Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper distal roller and rings detached and not returned. This caused the upper jaw to not close completely. The device was connected to the generator and it was recognized. Because the jaw was loose not all testing was performed with the generator. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully close. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused this issue.

Event description:
It was reported that during an unknown procedure the device was very slow. After using it for 30 minutes they could not use it anymore. They could not close the jaws. Customer said they had washed it and put it back in the box waiting for return. No patient consequences reported.